Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the lcd assembly, ui pcba to lcd cable, lcd cable, user interface pcba, and screws to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Upon further investigation, the following has been reported that the screen issue was found during device maintenance which is outside of clinical use. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the ventilator screen was white and blinking. Details on patient involvement at the time the problem was observed is unknown; however, no patient harm was noted. The customer requested to have a philips field service engineer (fse) dispatched to the customer site. Further information is pending.